Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported by the rep. Most of the staples wer malformed. (Only 20 staples out of 2xoms20 and 2xomr20). The case was finished without difficulty. There was no consequence to the pt.